Manufacturer narrative:
Device evaluation results: one cadd legacy 1 pump was returned for investigation in good condition with scratched screen. DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem could not be found in the event log. The power on self test was performed. Immediately upon power up, the device began double beeping. The customer reported product problem was therefore confirmed. The problem occurred due to a defective downstream occlusion sensor. The root cause of this defect was unknown. The dso sensor was replaced on the pump.

Event description:
It was reported that during testing a smiths medical pump alarmed "no disposable pump."